Event description:
Reportedly, oversensing led to inappropriate therapy. The subject ICD was explanted and will be returned for analysis.

Event description:
Reportedly, oversensing led to inappropriate therapy. The subject ICD was explanted and will be returned for analysis.